Manufacturer narrative:
H6: investigation summary: bd received 2 samples and 1 photos for investigation. Customer samples were evaluated by visual examination and the indicated failure mode for separation defect with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode separation defecct. Bd determined that the root cause of the indicated failure mode was attributed to male luer not properly seated in the female luer. Further processing of the part occurred with inadequate purging of the part. In review of historical pir, this is believed to be an isolated incident. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder there was hub separates from the device. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: "easy separation between the luer adapter and slbcs."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder there was hub separates from the device. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: "easy separation between the luer adapter and slbcs."